Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the surgical pattie was contaminated. No additional information was provided after several attempts.

Event description:
N/a.

Manufacturer narrative:
The surgical pattie was returned for evaluation: unique device identifier number - (B)(4) or (B)(4). Failure analysis: the pattie/strip unit was inspected using the unaided eye. The brown spot/burn mark was confirmed to be present on the returned unit. The complaint could be verified through failure analysis. Per the complaint background, contaminated. The complaint was confirmed in the complaint investigation. Per the failure analyst, ¿burn mark or "brown spots" are caused when rayon fibers are not properly broken down during the cottonoid manufacturing process. These fibers create clumps. When the x-ray and string are welded to the pattie the clump absorbs excess energy from the ultrasonic welder and discolors. Operators are trained to inspect for this discoloration. Because no lot number was provided a complete investigation could not be completed. The manufacturing site and machine type would need to be reviewed to determine where the fault occurred. The potential root causes are operator error or machine error, but it cannot be determined since it is not known which type of machine this product was manufactured on. A corrective action has been implemented. Additional information received that patient was prepped for surgery and that there was a 30-minute delay on the procedure. The device was not in contact with patient, no patient injury nor revision or medical intervention required. It is a brown stain contamination.